Manufacturer narrative:
Upon return of the extension, analysis found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 39565-30, lot# 0208296785, product type: lead. Product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were unavailable at the time of report. A follow up report will be submitted when analysis results are available.

Event description:
It was reported that the patient had no more stimulation on the left side. The last patient visit was a 12 month follow up which was performed on (B)(6) 2015. Then everything was ok with good pain reduction. Control of the implantable neurostimulator (ins) gave high impedances on 0 and 2. These contacts were not used that was ignored. On the day prior to report the patient was seen again and controlling the impedances gave high impedances from contact 0 to contact 7. Impedances measured greater than 10,000 ohms. This suggested most likely a fraction of the extension. Reprogramming and using other contacts resulted in good paresthesia. The patient would contact the site on (B)(6) 2015 to give an evaluation of the new programming. On the morning of report the doctor stated that if the patient was satisfied with new programming and they did not have to use the broken extension, he would not prefer to replace the extension. The outcome was ongoing. The event is related to the device or therapy and not related to the procedure. Additional information received reported the etiology was not related to the device or therapy, but was related to the procedure. The extension was replaced on (B)(6) 2015, and the patient resolved without sequelae. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the device or therapy was not applicable as there was no adverse event. The etiology was noted as unlikely related to the procedure. The etiology was noted as related to the extension.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the extensions were twisted and broken due to overstress, the fractured conductors were related to the reported e vent of high impedance. The patient experienced a lack of paresthesia. The etiology was noted as not applicable to the device or therapy and unlikely related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.